Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was oversensing noise and a fracture was suspected. It was further reported that the right ventricular (rv) lead had low r waves. The leads were capped and replaced. No patient complications have been reported as a result of this event.